Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name? The diagnosis and indication for the index surgical procedure? Tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? Please explain ¿fitostimoline¿ and ¿healing¿? Was medical intervention performed? If yes, please describe. Was surgical intervention performed? If yes, please provide date and describe surgical intervention. Other relevant patient history/concomitant medications. Product code and lot # if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. On (B)(6) 2019 the patient presented with wound dehiscence. The patient was treated with behavior: fitostimoline ¿ healing. The current condition of the patient is unknown. Additional information has been requested.